Manufacturer narrative:
H.6. Investigation: unconfirmed, no sample received. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.a full root cause analysis could not be conducted with the available information and is closed without a conclusion.

Event description:
It was reported that before use of the bd ultrasafe¿ plus x100l, the solution was leaking due to loose caps. The following information was provided by the initial reporter: cap was loosing and the solution was leaking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultrasafe¿ plus x100l, the solution was leaking due to loose caps. The following information was provided by the initial reporter: cap was loosing and the solution was leaking.